Manufacturer narrative:
7/14/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the pt's condition is satisfactory.